Manufacturer narrative:
Awaiting product inspection. Investigatin of issue already completed resulting in a negligible incidence rate. Manufacturing process improvement already implemented to prevent recurrence.

Event description:
Report of sole separating from boot. No report of injury involved with incident.